Manufacturer narrative:
Patient impact: rule was implemented in 2010. A review of all results using this rule will be evaluated by the site on 22jun2018. At this time, no patient harm has been indicated, however until the review of historical records can be reviewed, a final determination of the impact cannot be determined. Investigation summary: investigation work done by di support staff in troubleshooting this escalation from roche diagnostics, showed that this was a user error in configuration of the rule. This was not an instrument manager malfunction. After correcting the rule the software was performing as expected.

Event description:
Issue as described by customer: (B)(6) of (B)(6) hospital (a roche diagnostics customer) customer called in, said that an alcohol result was changed on an order, but it should not have. The result was 150+ but the alcohol rule changed it to "<10". She said that the result was manually updated after being sent to the lis, and to her knowledge no patient was treated because of the results. Reviewed the sq integra connection, saw the rule in question, "calc30 < test range". Reviewed sid#, and saw the results with flags "0, c0, calc0, q0, qc14, r0". The rule in question updates the result of test code 671 to "<10" if flags "calc0" or "calc30" exists. In this case, calc0 exists. After speaking with the integra 400+ support team, was advised that "calc0" is a flag means that nothing is wrong. Lynn has since removed the rule and written a new rule that is based on a numeric result that was less than 10. Because the result of the test was changed, this met roche pri/psi criteria.

Manufacturer narrative:
Patient impact: rule was implemented in 2010. A review of all results using this rule will be evaluated by the site on 22jun2018. At this time, no patient harm has been indicated, however until the review of historical records can be reviewed, a final determination of the impact cannot be determined. Investigation summary: investigation work done by di support staff in troubleshooting this escalation from roche diagnostics, showed that this was a user error in configuration of the rule. This was not an instrument manager malfunction. After correcting the rule the software was performing as expected. Update 22 june 2018: data innovations received the update below from our distributor. This issue is considered closed becasuse this was not a malfunction and no actual patient harm occurred.

Event description:
Issue as described by customer: (B)(6) hospital (a roche diagnostics customer) customer called in, said that an alcohol result was changed on an order, but it should not have. The result was 150+ but the alcohol rule changed it to "<10". She said that the result was manually updated after being sent to the lis, and to her knowledge no patient was treated because of the results. Reviewed the sq integra connection, saw the rule in question, "calc30 < test range". Reviewed sid# , and saw the results with flags "0, c0, calc0, q0, qc14, r0". The rule in question updates the result of test code 671 to "<10" if flags "calc0" or "calc30" exists. In this case, calc0 exists. After speaking with the integra 400+ support team, was advised that "calc0" is a flag means that nothing is wrong. Lynn has since removed the rule and written a new rule that is based on a numeric result that was less than 10. Because the result of the test was changed, this met roche pri/psi criteria.